Event description:
It was reported that the patients non-rechargeable ipg received an end of battery life message. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1432 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients non-rechargeable ipg received an end of battery life message. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.